Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent repeat left l4-5 lateral recess decompression via facetectomy, foraminotomy, decompression of l4 and l5 nerve roots followed by posterior lumbar interbody fusion l4-5 and l5-s1 with bilateral transpedicular fixation l4-s1 using pedicle screw fixation and posterior lumbar interbody fusion using peek interbody spacers at l4-5 and l5-s1 (7 mm x 11 mm x 26 mm) with rhbmp-2/acs and crushed cancellous allograft and local autograft bone as well as lateral transverse process fusion l4-s1 using crushed cancellous and local autograft bone as well as matrix via minimally invasive quadrant system and sextant transpedicular fixation on the right. L4-5 spacer was packed with rhbmp-2/acs. The disc space itself was packed with a bmp sponge followed by crushed cancellous allograft bone. L5/s1 disc space was then packed with a bmp sponge followed by crushed cancellous allograft bone and then the 7 mm spacer was tapped into the disc space. Pedicle screw instrumentation at l4-5 and s1. On (B)(6) 2006 patient underwent ap and lateral views of the lumbar spine. Imaging interpreted as: "there is some slight narrowing of the l4-5 and l5-s1 disc spaces with associated spacers within the disc spaces. Good anatomic alignment is seen. There are some minimal anterior osteophytes at l3, l4, and l5 levels". On (B)(6) 2006 patient was "seen in the office for a postop check one week status post a posterior lumbar fusion at l4-5 and l5-s1 done via a minimally-invasive approach. Postoperatively, she has noted a marked improvement in her left lower extremity radiculopathy and some improvement in her low back pain. She began experiencing pressure in her back following her discharge. She was evaluated and found to have a subcutaneous hematoma that was expressed by him. Following this, she has been undergoing packing of a small opening approximately 1 cm in diameter that has been draining some serous sanguinous fluid. Other than this, she feels well and notices an improvement in her symptoms since the immediate postoperative period. She is ambulating with the use of a walker, and her husband is caring for her wound". On (B)(6) 2006 patient "returned to the office today for a reevaluation. She is now two weeks out from a posterior lumbar fusion for degenerative disc disease and recurrent lumbar radiculopathy following lumbar discectomy surgery that occurred as a result of a motor vehicle accident in (B)(6) 2000. Following surgery and her discharge, she noted pain in her incision that required drainage of a subcutaneous hematoma. Since that time, she has noted a considerable improvement in her back pain and denies significant back pain like she had prior to surgery. For this, she is relatively pleased. Unfortunately, over the last several days, she has noted a return in left lower extremity radiculopathy in mainly an l4 manner. She feels that it began following her home physical therapy exercises that she started last week. She takes pain medication that relieves her symptoms, but she is concerned. She denies frank weakness. She denies fevers or chills. Her husband has been performing wound care to the small opening where her hematoma was drained last week. She is taking antibiotics prophylactically. Plain films obtained in the office today demonstrate her hardware to be intact from l4 through s1 with without evidence of migration of her interbody spacers. There is no other acute abnormality seen". (B)(6) 2006 patient was "seen in the office now two months out from her minimally invasive posterior lumbar fusion at l4-5 and l5-s1 for recurrent lumbar stenosis at l4-5 and lumbar degenerative disc disease at l4-5 and l5-s1. She had a previous lumbar discectomy that improved her radiculopathy for a period of time but then she began experiencing chronic back pain and recurrent radiculopathy that necessitated this procedure. Postoperatively she has noticed a considerable improvement in her back pain. She developed a postoperative wound seroma that was drained in the office and her husband and visiting nursing have been providing local wound care to her right-sided incision and it has now healed completely. Unfortunately, she does still have intermittent lower extremity radiculopathy depending on the day. Some days she is quite well and others her radiculopathy is significant. She is taking lyrica, that considerably helps her pain. She also takes percocet and valium. Plain films taken in the office during her last visit have shown a stable appearance to her construct. No bone fusion is yet apparent at this early juncture. She has been using her bone stimulator daily and is wearing a brace". On (B)(6) 2006 the patient underwent lumbar CT. Imaging interpreted as: "other than streak artifact from metallic hardware, no significant spinal stenosis is seen". On (B)(6) 2006 the patient underwent lumbar MRI. Imaging interpreted as: "mild posterior disc protrusion at l5/s1 extending worse to the left of midline, with annulus fissuring /tear and /or post-surgical change of the annulus. Mild posterior disc bulging at t11-12. No evidence of lumbar central spinal stenosis. Foraminal encroachment at least at l4/5 on the right (secondary to bony facet arthropathy and l5/s1 on the left (secondary to a loculated cyst-like structure in relation to the left facet joint)." On (B)(6) 2006 patient underwent CT scan. Imaging interpreted as "no acute fractures seen. No evidence or disruption of the internal hardware. No upper lumbar disc herniation seen. Evaluation of the lower lumbar disc contours (l4-5 and l5-s1l) limited by streak artifact from internal hardware". On (B)(6) 2006 patient returned for "interval evaluation, unfortunately, she had a slight setback a month ago when she fell down a series of steps; her low back pain increased but the symptoms have subsided somewhat. She is better than she was at that time. In general she feels that her back pain is better than it was prior to surgery and she no longer has significant radiculopathy. She denies any significant symptoms down her legs, she does notice a sense of fatigue in her back with increasing activities. Her husband has been sick lately, she has been caring for him and this caused some worsening back pain. Recently she has been experiencing right knee pain. She also started driving but is still fearful because of her accident and the need for her surgery". On (B)(6) 2007 patient returned to the office approximately one year eight months out from her posterior lumbar decompression and fusion for continued low back pain (lbp) following a disc herniation and injury she sustained in motor vehicle accident. Post- operatively she had a slow course but did improve and was feeling quite well up until several weeks ago when she began noticing an increase in right sided lumbosacral junction pain with radiation into her groin. She also was experiencing pain in her hips and tingling and numbness in her feet. She notices that when she gets out of bed in the morning and puts her feet on the ground the feel are swollen and tense. On (B)(6) 2007 patient underwent lumbar spine imaging. X-ray imaging interpreted as "no fracture or subluxation". MRI imaging interpreted as follows: "there is a tiny central disc protrusion at l5-s I which does not cause significant stenosis. Whole-body bone scan was performed. Degenerative changes within the ankles, knees, shoulders and sacroiliac joints. There is increased uptake within the lower lumbar spine likely a combination post-operative changes and degenerative disease. There is otherwise physiologic uptake of radiopharmaceutical". On (B)(6) 2007 patient presents to the office "status post left l4-5 and l5-s1 transforaminal epidural steroid injection under fluoroscopy. She experienced 80 10 90% improvement for approximately one hour in her left sided buttock and left lateral leg pain. On this visit she is back to her preinjection status". On (B)(6) 2007 the patient presented with "history of multiple lumbar surgeries, status post a fusion with an initial improvement in radicular symptoms but with recurrence in l5 radiculopathy despite continued improvement in her back pain. She was imaged and found to have a cystic calcification along the area of the ls-s1 disk and the l5 foramen more so than any significant hypocalcification at l4-s". Patient underwent surgery for recurrent left l5 radiculopathy status post multiple surgeries for disk herniation, followed by surgery for fusion via a transforaminallumbar approach l4-5, l5-s1. The procedure consisted of: "removal of hardware left-sided l4-s1; evaluation of fusion with documentation of solid fusion, followed by; repeat decompression of l5 and s1 nerve roots by performing an l5 excision of epidural adhesions and; removal of l5-s1 cystic calcified disk material and recurrent bony growth in the l5 canal". On (B)(6) 2007 patient was seen for follow up status post "removal of hardware perform from l4-s1. There was noted to be residual and re current stenosis form l4-s1 so a redo decompression was performed. The spine was noted to be fused and for this reason instrumentation was not reinserted. Patient appeared to tolerate the procedure well". On (B)(6) 2008 patient returned to the office for a "reevaluation following her discharge from the hospital just around the new year. She was admitted to the hospital because of recurrent back and left lower extremity pain. Unfortunately, this was just shortly after her left sided decompressive laminectomy, hardware removal and exploration of fusion several weeks prior. She complains of pain in her back. Buttock, and left lower extremity in an l5 distribution. The pain worsens if she increases her activities. However, if she is lying down she feels that she cannot keep her legs still and seems to have developed restless leg syndrome. She indicates that requip helps with this. She denies any significant right lower extremities symptoms. She has been dealing with this left lower extremity l5 radiculopathy since her initial disc herniation from her motor vehicle accident many years ago. She denies significant midline lumbar pain and complains mainly of left-sided buttock pain with leg pain". On (B)(6) 2008 patient returned to the office for a "re-evaluation. She is still experiencing left lower extremity radiculopathy in an l5 manner. She is rather frustrated about her leg pain, but is rather pleased that the majority of her back pain has improved. Her leg pain causes considerable difficulties in her adls and seems to be the major reason for her depression". On (B)(6) 2008 patient presents to the office "status post left l5-s1 transforaminal epidural steroid injection under fluoroscopy. She reports a 30% improvement in her symptoms which now make them tolerable. Over this past weekend while putting on her shoes (B)(6) suffered an exacerbation of her symptoms". On (B)(6) 2008 patient presents to the office to discuss "her ongoing low back pain and left lateral calf pain that radiates into the dorsum of her left foot that started three weeks ago after jerking her back while trying to take her socks off. The patient was seen on (B)(6) for the same symptoms. She was prescribed zananex along with aqua therapy. She has been unable to participate in aqua therapy due to personal issues". On (B)(6) 2008 patient returned to the office "after having a left-sided l5-s1 transforaminal epidural steroid injection. Unfortunately, injections do not provide her with any significant partial or temporary relief. She did have several weeks of moderate relief with the first injection. She continues to develop pain in the lower back, left buttock, lateral hip and lower extremity and foot. For a few days after the injection, she was also experiencing pain in the right buttock and right thigh, however, this resolved". On (B)(6) 2008 the patient returned for follow-up "after having the third and final left l5-s1 transforaminal epidural steroid injection under fluoroscopy. Unfortunately, she did not have any significant improvement with this injection, nor the second injection. She continues to have left lower back pain, bilateral lateral hip pain, and left lateral thigh and calf pain with mild numbness and paresthesias. Because of this pain, she has to use a hand held assist device for ambulation and transferring. Today, she complains of the most amount of bilateral lateral hip pain that she remembers". She had recently received a right greater trochanteric bursa injection with steroid and anesthetic for lateral hip pain. "Unfortunately, this did not help her lateral hip pain on the left side. She has a history of right knee pain, probably related to osteoarthritis, and this also did not respond to the hip bursa injection." Assessment: "no further relief in left lower back pain and left lateral lower extremity pain and mild numbness, status post third left l5-s1 t.e.s, with progressive development of bilateral lateral hip pain which did' not respond to a hip bursa injection with steroid. Chronic left l5 radiculopathy status post prior lumbar decompression and fusion. Mild to moderate bilateral hip osteoarthritis and possible bilateral greater trochanteric bursitis". On (B)(6) 2008 patient returned to the office for a re-evaluation. "She is feeling better than she had and she is still experiencing lower extremity pain that limits her normal adls. She describes bilateral knee pain as well as bilateral hip pain right-sided greater than left in addition to her usual chronic low back pain". On (B)(6) 2008 patient presents to the office for a greater trochanteric hip bursa injection and right greater than left sided hip pain. She has mild osteoarthritis on her hip x-rays. On (B)(6) 2008 follow-up after having a right greater trochanteric bursa injection with steroid and anesthetic in the office. She is glad 10 report 70% improvement in the right lateral hip pain. She continues to have throbbing along the left lateral hip, left buttocks, left lateral thigh, left lateral calf, down to the ankle. This pain is aggravated by getting up from the seated position to stand. Sometimes she feels mild numbness and tingling. Laying down on her side definitely aggravates this pain as well, also suggesting greater trochanteric bursitis on the left side. On (B)(6) 2008 patient returned to the office following her left greater trochanteric bursa injection with steroid and anesthetic. "She reports excellent improvement in her preinjection pain in the left lateral hip. She complains of ongoing lower extremity radiculopathy on the left, in an l5 distribution. Unfortunately, she did sustain a fall in her bathtub approximately one week ago landing on her left hip and sustaining a bruise in that area with an increase in her left lower extremity symptoms". Assessment: "70% or greater improvement in right and left lateral hip pain secondary 10 right and left greater trochanteric bursa injection with steroid and anesthetic. Chronic left lower back pain, buttocks, lateral hip, and lateral thigh and calf and foot pain with numbness and paresthesias. Piriformis syndrome, bilateral. Left greater than right". On (B)(6) 2008 patient was seen for follow up - "still complaining of left leg pain in primarily an l5 greater than s1 distribution. She is also describing lumbar spasm that has been developing over the last four to five days. Otherwise her symptoms are essentially the same. She fell last month and has been having some increased pain that she attempted treating with medication and attempted bilateral piriformis injections and although she experienced nearly 100% improvement for two days. She was also very inactive. When she became active the symptoms returned". On (B)(6) 2008 patient seen for follow up. "The patient's history began in 2000 after a motor vehicle accident. She had no previous symptoms. After the motor vehicle accident she had left lower extremity pain and low back pain. Physical therapy and injections did not provide relief. She underwent four surgeries in total; all of which provided temporary relief. She initially had a lumbar diskectomy but experienced a recurrence one month later. She had 75% relief after the second procedure (piece of bone removed from pressing on the nerve). She subsequently underwent a fusion for two years, providing 80% relief. She then underwent removal of the hardware on her left side without relief. She has been hospitalized on several occasions for persistent pain, a stabbing pain in her left buttocks that radiates to her left lower extremity. The pain radiates to her left lateral thigh, left lateral calf and stops at the left lateral ankle. She rates the pain 7/10. It worsens withstanding and improves with sitting. She has left lower extremity weakness but no numbness. She has no right lower extremity symptoms. Her low back pain improves with medications and is worsened with sitting or standing. She rates that back pain 6/10. She states that half of her problem is her low back".